Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that rep was seeing patient for an unrelated MRI. Upon interrogation,patient has high impedance reading. Caller reports patient falls all the time due to mobility issue. Patient is there for MRI to determine the cause of his mobility issue. Caller reports patient is losing his muscle tone, hands/feet does not work. Caller confirmed all these are unrelated to device / therapy. Electrode impedance checked at 0.7v: all pairs shows >10k ohms 3v: all pairs shows >40k ohms. The event date was unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative it was reported that the root cause of the high impedance s was not determined. Impedances have not resolved.